Event description:
It was reported that a bd nano¿ pro ultra-fine¿ pen needles clogged during priming. There was no patient impact reported. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nano¿ pro ultra-fine¿ pen needles clogged during priming. There was no patient impact reported. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use.

Manufacturer narrative:
H.6. Investigation summary : 1. Exec summary - no physical device samples were returned. The investigation was performed based on the image(s) provided. The customer returned two photos of a bd shelf carton for bd pen needles. The customer reported a needle clog during priming, stating that there is no insulin flow. The photos were examined and it was observed that only portions of the shelf carton were visible. No defects related to a needle clog could be determined based solely on the photos provided. A review of the complaint lot history check was performed and this is the 1st related complaint for needle clog on lot # 0098176. No non-conformances were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for batch 0098176 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.